Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc). The lead was found to be dislodged. A lead revision procedure was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.